Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple high blood glucose. They had experienced a high blood glucose level of 584 mg/dl on (B)(6) 2017. They treated with a manual injection. They had a blood glucose level of 198 mg/dl in the middle of the night but when they woke up the next morning they had a high blood glucose level that was over 400 mg/dl. Their current blood glucose level was 549 mg/dl. Troubleshooting was performed and insulin exited without incident. The customer declined to perform the high-pressure test. The customer stated they would change the infusion set and monitor their blood glucose. The device will not be returned for analysis.